Manufacturer narrative:
The investigation remains in progress. This report will be updated upon completion.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead was brought to the emergency department unconscious and in slow ventricular tachycardia (vt). The patient subsequently died, with the official cause of death unknown at this time. The device was interrogated and an error code was present which stated "an open circuit condition was detected during shock delivery. Evaluate pulse generator and lead system integrity and consider replacement of one or both components." A review of the stored episodes showed the patient had been in atrial fibrillation (af) with rates in the vt zone and anti-tachycardia pacing (atp) was delivered. All atp therapy was exhausted in the episode and shock therapy commenced. The first shock induced ventricular fibrillation (vf) and the remaining seven shocks failed to convert the arrhythmia. Some of the shock impedance measurements for the episode were high, out-of-range, between 115 ohms to greater than 125 ohms. The last shock showed a high impedance fault had occurred. A review of the shock impedance trends showed the impedance measurements had been between 160-190 ohms since (B)(6) 2019. The patient had not presented for any routine follow-up appointments since (B)(6) 2014 and was not being followed in the remote monitoring system. The device was explanted post-mortem and will be returned for analysis. It was noted the lead was cut when the device was removed in the mortuary and was not saved for return.

Manufacturer narrative:
The investigation remains in progress. This report will be updated upon completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Pacing and shock impedance testing was completed and all measurements were within normal limits. No noise was produced on the electrograms during testing. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead was brought to the emergency department unconscious and in slow ventricular tachycardia (vt). The patient subsequently died, with the official cause of death unknown at this time. The device was interrogated and an error code was present which stated "an open circuit condition was detected during shock delivery. Evaluate pulse generator and lead system integrity and consider replacement of one or both components." A review of the stored episodes showed the patient had been in atrial fibrillation (af) with rates in the vt zone and anti-tachycardia pacing (atp) was delivered. All atp therapy was exhausted in the episode and shock therapy commenced. The first shock induced ventricular fibrillation (vf) and the remaining seven shocks failed to convert the arrhythmia. Some of the shock impedance measurements for the episode were high, out-of-range, between 115 ohms to greater than 125 ohms. The last shock showed a high impedance fault had occurred. A review of the shock impedance trends showed the impedance measurements had been between 160-190 ohms since (B)(6) 2019. The patient had not presented for any routine follow-up appointments since october 2014 and was not being followed in the remote monitoring system. The device was explanted post-mortem and will be returned for analysis. It was noted the lead was cut when the device was removed in the mortuary and was not saved for return.